Event description:
Patient with end stage renal disease had to have their peritoneal dialysis removed because of fungal peritonitis and a double lumen 8f-18 cm medcomp tunneled hemodialysis catheter inserted via the right internal junular vein in 2003. Insertion of the hemodialysis catheter was uneventful and uncomplicated. Dialysis was notable for recirculation of saline priming solution at the beginning of several hemodialysis sessions, even though flow rates through the catheter were excellent. Hemodialysis was carried out as an outpatient for 1 1/2 weeks, but patient had to be admitted because of nausea and elevated creatinine, indicating ineffective hemodialysis. It was determined that a communication between the lumens of the catheter existed, causing recirculation within the device. The following month the device was removed and replaced with a new device in the operating room. The procedure was uneventful and uncomplicated, and the patient underwent effective hemodialysis the following morning. The patient is doing well with their new catheter.